Event description:
Need to label clean and clear peroxide cleanser better. A red cap is not enough. I thought this was a regular solution for my contacts and placed it directly in my eye. It needs to be labeled on the box and better on the cap that the product does not go directly on eyes. Also it would be helpful if the box stated disinfectant instead of cleanser. That can make people confused. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017.